Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to right atrial (ra) lead undersensing concerns. It was discussed that ra sensitivity was programmed to the most sensitive option 0.15mv automatic gain control (agc), and there did not appear to be any deflections that were undersensed. The health care professional (hcp) noted that atrial lead noise was recorded in the past. Review of lead trending data revealed no p-waves recorded in daily intrinsic amplitude measurements and only one right atrial autothreshold (raat) test was stored with a result of 4.0v. Technical services (ts) recommended further lead testing to confirm whether the patient had p-waves or atrial capture. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.